Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the liquid crystal display (lcd) was damaged. Hanger assembly is broken. Battery wires are pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in need of repair. No further details were indicated. It was further reported on the return paperwork that the epg was dropped and the lower display was unreadable. It was also noted that not all settings were viewing on the upper display. The epg was returned for service. No patient complications have been reported as a result of this event.